Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call error in the motor detected from unexpected value from hall sensor alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the alarm was performed. Customer advised they were unable to rewind the insulin pump. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
One of the tasks has not responded for specified time. The alarm saves information to indicate if motor or main virtual watchdog failed alarm followed by the main arm cannot communicate with the motor arm alarm in the pump history and critical pump error due to moisture damage electronic assembly. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor alarm and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).